Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 50-year-old male implanted with an impella cp device for mechanical circulatory support due to having chest pain. While on support the patient experienced stenosis in the left anterior descending coronary artery branch, the patient required a thrombectomy, drug eluding stent x2 to the left anterior descending coronary artery branch. The patient also experienced ventricular tachycardia while on support, and was shocked twice. Amiodarone bolus was ordered via IV drip. The impella cp was successfully weaned and explanted.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.